Manufacturer narrative:
A replacement power supply was sent to the customer. The product has been received and evaluated, though contact with the customer has still been unsuccessful, including a final attempt by letter. The customer's original complaint stated that the transformer housing was cracked but not breached, no wires were exposed. Upon receipt of the product, a product evaluation noted that the transformer was breached exposing internal wires, which is a safety risk. Should additional information resulting in new, changed, or corrected information become available a follow up report will be filed at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer reported to customer service that when she pulled her transformer from the wall it was cracked. She reported that no wires were exposed, there was no fire, flame sparking and that no injuries were sustained.